Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 27-may-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced. Viscoelastic residue was observed throughout the cartridge; the cartridge tip was observed to be damaged. Stress marks were observed on the cartridge tip but were in specification for a used device. The lens module and device assembly were inspected revealing no issues; viscoelastic residue was observed below the lens module. The plunger rod tip was observed to be bent; no resistance was identified during plunger rod advancement. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted. Section e1: telephone number: (B)(6). Device evaluation: no suspect product was received; however, a photograph was provided by the customer for evaluation. The photograph showed the suspect product with the plunger rod extending out of the cartridge tip. The plunger rod tip was observed to be damaged. No cartridge damaged was observed. No ophthalmic viscosurgical device (ovd) could be observed, and no other issues were identified. Since no product has been received, no further evaluation was performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. The complaint issue "cartridge tip cracked/damaged" was not identified during photograph evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) device had a broken tip. The iol was inserted into the patient's eye, and no issues were noted until the introducer was removed from the eye. No patient injury was reported. No further information was provided.